Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire upon sensor insertion on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. Upon removal of the sensor pod, patient was not able to locate any portion of the sensor wire. Patient stated that the transmitter was snapped into place at the time of sensor removal. No additional event or patient information was provided. Photographs were received, which confirmed the alleged malfunction. The complaint was confirmed. A root cause cannot be determined.